Manufacturer narrative:
.

Event description:
Per the audiologist's report, the pt had an infection at the fixture site. The pt was treated with antibiotics. Reportedly, the pt is diabetic and the antibiotics had a negative impact on her "blood sugars". The abutment was removed in 2007. No further surgery will be done due to the pt's health problems.